Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. At a next step the pacemaker was interrogated confirming the clinical observation. The device was neither interrogatable nor was any output signal present. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be completely depleted. Subsequent thorough investigations on the electronic module identified a damaged capacitor as the root cause for the clinical observation. The damaged capacitor led to an elevated current consumption draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. In summary, the analysis revealed a damaged capacitor on the electronic module as the root cause for the clinical observation. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
This patient presented in the ER and the device could not be interrogated and no telemetry could be established. The patient and family verified that the patient has not had any medical treatments that would interfere with pacemaker functionality. Should additional information become available, this file will be updated.